Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse placed a 16 fr bard foley which had caused pain while passing urine. The patient had noticed the catheter was labeled as having a 10cc balloon and has only used 5cc balloon. The patient was concerned about use of the 10 cc balloon and larger sized catheters causing pain. The nurse in the urology office placed an 18 fr red rubber foley that caused pain and a visit to the ER for removal. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse placed a 16 fr bard foley which had caused pain while passing urine. The patient had noticed the catheter was labeled as having a 10cc balloon and has only used 5cc balloon. The patient was concerned about use of the 10 cc balloon and larger sized catheters causing pain. The nurse in the urology office placed an 18 fr red rubber foley that caused pain and a visit to the ER for removal. No medical intervention reported.